Manufacturer narrative:
Citation: li-mei lin,1 geoffrey p colby,2 bowen jiang et. Al intra-dic (distal intracranial catheter) deployment of the pipeline embolization device: a novel rescue strategy for failed device expansion. J neurointervent surg 2015;0:1¿7. Doi:10.1136/neurintsurg-2015-011771 1 the pipeline device will not be returned for investigation as it was implanted in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation. Additional information was requested, however, no further information was provided by the author of the article. Mdrs related to this event: 2029214-2017-00234 2029214-2017-00235 2029214-2017-00236 2029214-2017-00237 2029214-2017-00238 2029214-2017-00239 2029214-2017-00240 2029214-2017-00241 2029214-2017-00242 2029214-2017-00243 2029214-2017-00244.

Event description:
Medtronic received information during literature review that the pipeline embolization device (ped) failed to open during embolization treatment of a 19mm para ophthalmic aneurysm. It was reported that this ped was opened and well apposed at its distal end. However, while deploying the device around the anterior genu, midway through deployment, the proximal end of the device failed to open and stretched. Using the guidecatheter and microcatheter the proximal end of the pipeline was fully expanded. This resulted in significant foreshortening of the ped with a fully opened and well-apposed proximal end. There was narrowing of the mid-portion of the ped at the anterior genu, which was opened with balloon. No patient injury was reported.